Manufacturer narrative:
On 26-apr-2024, additional event information was received indicating the customer believed the issue is due to the catheter but still want to have the ngen rf generator checked as a possible contributing factor to the adverse event. As such, the event is being reported against the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 14-mar-2024, it was discovered this complaint was as a duplicate to bwi complaint # (B)(4) which was also reported to FDA under manufacturer report number 2029046-2024-00357. No additional updates will be captured under (B)(4) or reported to FDA under 2029046-2024-00357. Additional event information obtained from complaint # (B)(4) included that the ablation settings were 50w and the steam pop happened after 4 seconds of firing in the same position. Device evaluation details: the bwi product analysis lab received the device for evaluation under (B)(4) on 26-feb-2024. The device evaluation was completed. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test was performed and the device was flushing correctly. No obstructed holes or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: the h6. Medical device problem code of "patient device interaction problem (a01)" was inadvertently omitted from the 3500a initial medwatch report which represents the "steam pop" reported by the customer. The code has now been added.

Event description:
It was reported a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade and a heart injury requiring extended hospitalization for heart surgery to repair a lesion on the left mitral isthmus. During the ablation phase of the procedure they try to deliver the radio frequency they heard the steam pop and afterwards they saw a tamponade. They decided to drain the heart of the patient. When they checked the ablation parameters, everything looked normal. The patient had to be hospitalized for heart surgery and repair of a lesion on the left mitral isthmus. Patient has fully recovered with no residual effects. The transseptal puncture was performed with an abbott brk needle and abbott slo sheath. The correct settings on devices and no error messages on equipment.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31165162l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-jun-2024, additional information was received indicating there were no errors on ngen generator, however, the physician assumes the ngen generator contributed to the steam pop because he has no other explanation. When asked if the physician believed there was a malfunction with the ngen generator the doctor couldn¿t come up with a precise explanation. That¿s why he wondered whether there might have been a problem with the ngen. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).